Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed a positive battery load test, reseated the printed circuit boards and the connections as well as replaced and calibrated the filament driver printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a filament regulator error message. No patient injury was reported.